Manufacturer narrative:
G4: 03oct2019; b4: 04oct2019. H10: the manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure. The fse successfully recalibrated the touchscreen. The fse also tested navigation ring operation. The equipment meets the manufacturer's specifications and was valid for unrestricted use. H11: it is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touch screen failure. There was patient involvement, but no one was harmed.

Manufacturer narrative:
(B)(6). Date of report: 13aug2019.

Event description:
The customer reported touch screen failure. There was patient involvement, but no one was harmed.